Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: electronic quality management system (eqms)search: a query was run in the eqms on 08/jun/2026 against ¿lot number¿ ¿6004841¿ and similar malfunction codes: idd-pmc05.26 soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow the review confirmed that lot 6004841 and the identified failure mode are not associated with any non-conformance report (ncr)or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the eqms on 21/apr/2026 against ¿lot number¿ criteria equal ¿6004841¿ and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula found crimped upon removal from infusion site, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula bent/kinked/crimped after removal - reduced flow. The number of complaints is 2. The complaint number is complaint (B)(4). Device history record (DHR) review: the lot 6004841 was manufactured according to 4905072 version 110 and manufactured in the line inset 07, on 07/jan/2024 with a total of (B)(4) units. Gluing of tubing sub-assembly: the lot 4a00599 was manufactured according to the wi version 59 and manufactured in line spot sc01, on 07/jan/2024, with a total of (B)(4) units. The overall device history record (DHR)review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were previously tested in . Work instruction (wi) guidance for visual testing for complaints area version 3: 3 samples tested and passed visual inspection. Wi guidance for functional testing 1 air flow test and testing 2 air leak test for complaints area version 2: the 3 samples passed functional testing for the reported malfunction code soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached test report complaint 1935804. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment ¿ conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced a bent cannula on 16-jun-2024 which resulted to hyperglycemia and replaced the infusion set.